Event description:
It has been reported to philips that the system would not power on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not power on due to the issue with hospital mains unit panel. Fse confirmed that the issue is not with the system. In another case, fse found that the main unit panel fault was due to the power contractor problem and installed the new contractor. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to the hospital mains unit panel fault, and it is resolved after the installing the new contractor. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.